Manufacturer narrative:
The unit was disposed of and will not be returned for evaluation. It is not possible to determine the assignable cause for the failure. Insufficient information for a complete investigation. The DHR for lot 05113-02 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released for lot 05113-02. A review of lot history showed that there were (B)(4) units that failed. This lot has a (B)(4) failure rate. No significant trends were observed.

Event description:
After successfully priming the tenex needle for the procedure, the surgeon pressed on the foot pedal to hear the acoustic sound before placing the needle into the epicondyle. However, the needle continuously sprayed a solid stream of water out but the acoustic sound did not occur. We then performed a manual prime on the unit and the same problem occurred. The console repeatedly said.